Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that the sensor gave inaccurate values on (B)(6) 2013. The finger stick value was 161 and the device read 123.patient's parent did not report any injuries or medical intervention at the time of contact with dexcom technical support.